Manufacturer narrative:
No conclusion can be drawn as repair information is not available.

Event description:
The customer reported that the system continuously shut down and rebooted without command. There is no report of patient injury or death.